Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported having pain after implantation of the ins and a longevity issue for each of the (B)(4) devices she has had. The pain has lasted for a few weeks after implant and then goes away. Pain has been due to the ins site being opened and sutured. It was reported that the device depleted 2-3 years after each implant and she was told the ins would last for 5-6 years. It was noted the patient does not have a current issue. See related regulatory reports: 6000032-2016-00072, 3004209178-2016-10668, 3004209178-2016-10675, 3004209178-2016-10681, 3004209178-2016-10688.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.